Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement and a power on reset (por) occurred. It was noted the device reached eri on (B)(4) 2016 and save to disk confirmed a por on (B)(4) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached recommended replacement time (rrt) with suspected premature battery depletion. It was noted`few months prior, the battery status was above rrt and after the appointment, the patient came to the hospital due to an ICD alert. After interrogation it appeared that battery was in rrt and it was stated that there had been no remote transmission alert regarding the battery status. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. The analyst confirmed the power on reset (por) as reported, however, x-ray and detailed visual examinations of the device failed to reveal evidence of device malfunction that would account for the reset. The device functioned nominally passing different testing during the analysis and no root cause failure was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.